Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the handle was broken. It was also noted that the radiofrequency (rf) connector was loose on the link electronic module (lem) circuit board. Also, paint is missing from the upper hinge plate. (B)(4).

Event description:
It was reported that the programmer was broken. It was noted by the initial reporter that was all that was known. It was further noted that the programmer had already been replaced and was not needed back. The programmer was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.